Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient's hose is filling with water, patent also alleged humidifier and hose was heated. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.